Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the cause could not be determined. However, it was reported that the technician removed the sealant sleeve during prep. Per the mynx cadence instructions for use (IFU) during balloon preparation states, "do not remove sealant sleeve". Removing the sealant sleeve can cause the sealant to become prematurely displaced outside the shuttle cartridge and the device may not deploy properly. A review of the lhr was not possible as the lot number was not provided. However, product release at aci is contingent upon the successful completion of lot release testing and a documentation review by the quality department.

Event description:
Aci received a phone call on (B)(6) 2011 from a (B)(6) male patient who reported that he underwent a coronary procedure one year ago in which a stent was placed. Access was obtained via a radial approach and the patient reported there were no complications. The patient underwent a diagnostic coronary catheterization procedure on (B)(6) 2011 in which he was to have been accessed via radial again, however, for reasons unknown to the patient, the physician changed his mind peri-procedure and accessed the right groin to perform the procedure. The patient reported that he was under anesthesia and after waking up from the procedure realized that work had been done at his groin and was told that there had been a "problem." The patient reported that he was told the mynx device "failed" and he was converted to manual compression to achieve hemostasis. The patient was discharged the same day. The patient called aci to complain that he was in pain and had extensive bruising down his leg for 2-3 weeks post procedure. The patient stated that he had been trying to reach his doctor for over a month and was finally able to speak to him by presenting to his office. The physician provided the patient with a document that stated "the mynx device failed." No further information was provided. On (B)(6) 2011, the aci sales professional called in with additional information obtained from aci clinical specialist present at this case as well as the physician who performed the procedure. It was reported that the mynx device would not fit through the sheath and therefore the physician used manual compression to obtain hemostasis. On (B)(6) 2011, the patient sent aci a letter asking for an explanation on device failure as noted in the physician procedural notes included with the letter. On (B)(6) 2011, the aci sales professional reported that the device was a cadence and during prep, the tech removed the sealant sleeve. Therefore, when the deployer attempted to shuttle down and deploy the sealant, the sealant bunched up prior to entering the sheath. Because of the tension put on the device during this time, the device pulled through. The patient was converted to manual compression which was reported in the ops report as "pressure applied to the right groin until adequate hemostasis was procured."